Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 08/30/2016. The pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings. A visual inspection of the pump showed that there was moisture visible through the display lens. The pump failed a leak test due to a crack in the pump casing. The pump cover was opened and internal moisture in pump. The audible alarm was intermittently responsive due to moisture ingress. The battery compartment was cracked. No leak was found at this location.